Event description:
Customer reported results have been reading higher in the past two weeks. On one occasion before bed, device = in the 280s mg/dl. Customer's family member administered insulin to customer. Customer was not feeling well and paramedics were called. At 5 am, paramedics device = 35 mg/dl paramedics treated customer "through the vein", however the type was not known. No controls. A request was made for return product and replacement product was sent.